Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was not returned. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted (B)(4) regarding a low drain volume alarm that occurred on the home choice (hc) unit during initial drain. The hp stated there was air in the patient line. The technical service representative (tsr) assisted the hp to end therapy and start over with new supplies. There was patient involvement but no injury or medical intervention was reported. A follow up was done via phone call. The nurse not aware of the problem and stated that the hp had come into the clinic recently and had not mentioned anything about the low drain volume alarm and the air in the line. The nurse had checked the hp after the alarm and stated that the hp was doing fine. Per the nurse, the hp was continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.